Event description:
There are several issues with medtronic diabetes and their products: 1. Their customer support is impossible to reach, I have waited in excess of 3 hours to speak to representatives. 2. Their g4 sensors do not last seven days as stated, some only lasting 3 to 4 days. 3. Their g4 sensor broke upon inserting the transmitter that seemingly does not fit the sensor. Medtronic's had always had major quality issues, they need to be highly regulated and scrutinized by the FDA. Profits and bonuses are more important than customer support and product quality.